Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found four similar reports with the involved product code/lot# combination. The user facility reported a similar event. See MDR 3013394970-2017-00357. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they were unable to insert the device. The following information was provided by the user facility: when the device was being inserted in the insertion sheath, there was resistance, and the device did not advance, so the device was withdrawn and successfully removed. The device was replaced with a new one, and the outcome was the same, resistance was felt and the second device did not advance, so the device was also withdrawn, removed successfully, and replaced by a new angio-seal device. The third device was successfully inserted into the insertion sheath, and the procedure was completed successfully. The physician had completed the training process on the device prior to this case. Hemostasis was successfully achieved by the third device. It was reported that the blood loss was less than 250cc. There was no reported health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes and the completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.